Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for use for ultrasound examination of the target lesion. During preparation for the procedure, the catheter was found to be leaking. The opticross catheter was replaced, and the procedure was successfully completed using this new catheter. There were no patient complications. Product analysis revealed that the imaging window was detached.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis, it was observed that the imaging window is detached in the lap joint section. Therefore, the reported complaint is confirmed. Additionally, the drive cable was observed kinked. Regarding the encountered detachment, these are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. Regarding the encountered kink in the drive cable, this type of failure often occurs due to the action of external forces over the catheter.